Event description:
Our affiliate is reporting to us that sometime in (B)(6) the patient underwent a successful acl repair with the use of rigidfix cross pins for fixation. At some point post-operatively, the patient presented with pain and it was somehow discerned that a re-surgery was needed. During this second surgery on (B)(6) 2011, the surgeon noted that one of the pins had broken; the surgeon removed the broken fragment, and the patient's symptoms subsided. Nothing is being returned and no lot identity can be established. This is all of the information supplied to mitek to date.

Manufacturer narrative:
The complaint device was received and was visually evaluated. What was received was the distal tip of the fixation pin, measuring approximately 22 mm in length. Given that a rigidfix pin measures 42 mm in length overall, approximately half of the pin is the complaint fragment. The complaint fragment does not appear to be bent or damaged in any way and the break point looks to be at an angle. It is difficult to assess if this implant broke in shear, broke in compression, broke during installation, or broke post operation. The engineering staff evaluated the complaint fragment; had discussions and hypothesis about the possibility that the surgeon may have used fixation approaches with this system that are questionable or not indicated for, however, our affiliate has stated that the surgeon used the indicated approach for this procedure, which makes this issue more perplexing; it is very difficult to ascertain what happened when there are many unknown variables. The standard surgical technique for an acl rigidfix repair is with a transtibial approach with implant insertion from the lateral side of the femoral condyle; using this technique, it does not seem feasible that the fixation pin's distal portion would have broken away and would have been able to migrate distally thru cancellous bone, then thru harder cortical bone layer and into the joint space. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern the root or underlying cause for this issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.